Event description:
This spontaneous report was received from a spanish physician and concerns a female patient. She was injected with belotero balance, at a workshop, on (B)(6) 2023. Batch number was reported as b00015430 (expiry date: 10/2024). A lot search in the global safety database was conducted. On (B)(6) 2023, after the treatment with belotero balance, the patient experienced swelling, inflammation, and a possible haematoma. At the day of the treatment, cold and massaging of the area were recommended. On (B)(6) 2023, after 3 days, the patient experienced a more extended haematoma. She was booked for an appointment with a physician. The patient had a very black haematoma, without cold or pain. The ischaemia protocol was activated. Corrective treatment included hyaluronidase injections. After a short time, perfusion improved and there was no blanching. Close monitoring and notification of any changes was recommended. Due to the provided information, the outcome of the events ischemia and haematoma was considered as resolving. The outcomes of the events inflammation/swelling was unknown. Follow-up information was received on 27-feb-2023: the suspect product was recoded from belotero balance to belotero balance lidocaine. The batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00015430 (expiry date: 10/2024).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event ischaemia (pt: injection site ischaemia), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine, lot number: b00015430, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformance reports found related to this lot.

Event description:
Follow-up information was received on 16-mar-2023: this physician reported that this case was a false alarm and that there was no adverse reaction. The outcome of the events remained unchanged. In the opinion of the reporter, no adverse event was related to belotero balance lidocaine (changed from reasonable possibility to not related).